Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, it was reported the patient was at the refill appointment on the date of this report. No further complications were re ported/anticipated.

Manufacturer narrative:
Event date is an estimate.if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving morphine (unknown) (450 mcg/ml, 100 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that an empty pump alarm was occurring. The patient missed the refill. The patient was a few days past his refill and the rep wanted to confirm whether the catheter had drug in it. Troubleshooting resolved the event. There were no reported symptoms. No further complications were reported/anticipated.